Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump was tested within the alarm function test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The infusion set and cartridge were not returned for evaluation. The manufacturer checked the retention samples and the batch documentation and no irregularities were found.

Event description:
On (B)(6) 2012, it was reported that on (B)(6) 2012 at 9:00 am, the pt's blood glucose level was 252 mg/dl and she administered two units of insulin. At 3:00 pm, her blood glucose level was 420 mg/dl and she administered four units of insulin. At 4:00 pm, her blood glucose level was over 600 mg/dl and she attempted to make a correction via the infusion device. At 4:30 pm, the pt's husband changed the insulin cartridge and infusion set. The pt has limited vision and her husband always assists her in therapy. At 5:00 pm, she spoke with her diet counselor and at 6:00 pm, she made a correction via insulin injection. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.